Event description:
The advocate called for help with the customer's breeze2 system. He performed control tests during the call and received a result of 25 mg/dl. The normal control range was 100-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The name and contact information for the initial reporter was not provided, so the customer's contact information was provided instead.